Manufacturer narrative:
(B)(4). The pump passed the displacement test. Pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.